Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgement issues no additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due dislodgement issues this reasonable evidence suggests that the lead exhibited a malfunction leading to surgical intervention. No additional adverse patient effects were reported.